Event description:
Device was returned for service with a report of an electrical fault 53. The facility's biomedical engineer reported that there was no record of any pt incident involving this device. Info was not provided regarding when the fault occurred.